Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient wanted to know if their ins needed to be deactivated to have a CT scan. The information was reviewed and the patient reported they couldn't use it to turn the stimulation off because "it did not come on". The patient noted that they didn't have a programmer and never had one since implant (however previous patient phone calls to the manufacturer revealed that the patient did have a programmer at some point). The patient was confused when talking about their equipment. The patient wanted the ins removed because it never did anything for them and they were discouraged. They hooked the insr up and encountered the "reposition antenna" message and poor coupling but were able to resolve it and start a charge session with 6 black coupling boxes. The ins battery was nearly empty. They noted that "it" shouldn't be dead because they recharged it a few months ago and they hadn't been able to use it since then because it didn't come on. It was unknown what device they were talking about. The patient noted that it had been taking longer and longer to charge. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had the device explanted and wanted to send it back.